Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), prior to a tmvr procedure, a coronary angiography was performed, and it was noted that the patient's previously placed thv (implanted approximately 1 month 1 day ago) in the aortic position had migrated down and was not in a position conducive to continue with the tmvr procedure. The decision was made to abort the procedure. They surgeon discussed replacing both the aortic thv and native mitral prostheses at the same time. This is scheduled to be done at a later date. The patient remained stable the entire case and no valve was opened. Per report, the thv previously placed in the aortic position was performed during an off label use of sapien 3 ultra valve in a freestyle surgical valve with aortic insufficiency.

Manufacturer narrative:
Correction to h6 based on additional information. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for thv migrated was unable to be confirmed due to unavailability of relevant imagery/ medical record. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. It should be noted that the thv was deployed in a non-edwards surgical valve with aortic insufficiency (non-calcification). The edwards sapien 3 valve with the commander delivery system is not indicated for pure aortic insufficiency case. Therefore, it is considered off-label. As reported, 'it was noted that the patient's previously placed thv (implanted approximately 1 month 1 day ago) in the aortic position had migrated down and was not in a position conducive to continue with the tmvr procedure', and 'the thv previously placed in the aortic position was performed during an off label use of sapien 3 ultra valve in a non-edwards surgical valve with aortic insufficiency'. Per the instructions for use (IFU), valve migration requiring intervention is a known potential adverse event associated with transcatheter valve replacement (thv). Since the pre-existing non-edwards valve was aortic insufficiency or non-calcification or lack of calcification, so the deployed thv (sapien 3 ultra) was unable to anchor onto the pre-existing valve or target site resulting the deployed thv dislodged or migrated from the target location over the time. As such, available information suggests that procedural factor (off-label -deployed thv in non-calcified pre-existing surgical valve) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.